Event description:
Customer reports that the patient tested 136mg/dl on the device and a lab drawn at that time read 67mg/dl. Customer also reports another comparison with the same patient where the device read 140mg/dl while the lab read 77mg/dl. No treatment was given or withheld due to device results. Customer was diagnosed with galactosemia which is a limitation included in the strip labeling. No quality controls were used. Requested return of suspect device and replacement was sent.